Event description:
It was reported that; during surgery a blocker was final tightened without the use of a torque limiting driver and the blocker broke in half and became lodged in the screw tulip. A diamond cutting burr was used to remove the broken blocker during the primary without adverse consequences. It was replaced and final tightened with the correct torque limited.

Manufacturer narrative:
Method: device not returned. Results: no lot # was provided, so a manufacturing record review could not be performed. Conclusion: the root cause cannot be determined because no device was received back.

Event description:
It was reported that; during surgery a blocker was final tightened without the use of a torque limiting driver and the blocker broke in half and became lodged in the screw tulip. A diamond cutting burr was used to remove the broken blocker during the primary without adverse consequences. It was replaced and final tightened with the correct torque limited.